Event description:
It was reported that the atrial rate on the external pulse generator (epg) decreased from 90 to 60. It was further reported that only an atrial lead was being used with the epg. The device was programmed in atrial mode and after the physician turned the up the ventricular output, with no ventricular lead attached, the atrial rate decreased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.